Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit boards (cm board and cp board) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during maintenance it was found that the video center was giving a b40 error. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image occasionally. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed; it was found that the device gave a b40 error occasionally due to faulty cm board and cp board. The device evaluation found that there was no image occasionally due to faulty cm board and cp board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.